Manufacturer narrative:
(B)(4). Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for eval.

Event description:
The customer provided a vague report that "medication infused faster than set." There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.